Event description:
A malfunction alarm with code malf 9 was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to call back if any further issues arise.